Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent system that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent system are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. Images related to alleged stent fracture were not provided which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout deployment. The instructions for use further state: 'cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' 'Stent fracture' was found mentioned under potential complications and adverse events. 'The safety and effectiveness of stent overlapping in the middle (p2) and distal popliteal artery (p3) has not yet been established.' H10: (expiry date: 05/2018). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that six years one month and twenty eight days post stent placement procedure, the device allegedly fractured upon examination. There was no reported patient injury.

Event description:
It was reported that six years one month and twenty eight days post stent placement procedure, the device allegedly fractured upon examination. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent system that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent system are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2018). Device not returned.